Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. During the procedure, the doctor electively replaced the ipg due to high power usage related to the lead fracture. Effective therapy was obtained postoperative. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had fallen multiple times and stopped receiving effective therapy. An impedance check showed high impedance on multiple contacts. X-rays were taken and revealed a lead breakage. As a result, the patient may undergo surgical intervention.